Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided. The revision was performed after 8 years and 10 months due to pain and loosening. Information received from the surgeon reported that during the revision surgery, the femoral component was found to be well fixed, whereas the cup was very loose. There was significant synovitis and metallosis in the joint. In the acetabular cavity 4-5 cystic areas were found, and in the inferoposterior part of the acetabulum there was an area where some of the porous coating was still fixed to the bone. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. It has been confirmed that the product is not within the scope or subject of any field actions or recalls which could be attributed to the reported event. A review of the complaint database over the last 3 years identified (B)(4) similar complaint reported for item us157858 which includes [7] complaints for this device for pain, [(B)(4)] for loosening and [(B)(4)] for elevated metal ion levels. There are no other complaints reported against item 157858 and lot 1758133 combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Without the opportunity to examine the complaint product, the root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. Risk assessment: the root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk table could not be selected for comparison. The reported event states revision due to pain. In the risk file, pain is considered harm with a severity level of 4 for a number of hazards. The risk management report defines a severity score of 4 as: mechanical failure resulting in total loss of function; failure of procedure necessitating immediate revision of further procedure; total loss of patient activity or function; severe or chronic pain; injury to user or theatre staff; severe tissue reaction from materials or wear / corrosion products; loss of sterility. The outcome of the reported event (surgical intervention) is in line with the risk management file. The m2a recap/magnum acetabular shells (under UK design control) have not been manufactured in any of biomet¿s global manufacturing facilities since september 2014 due to changing market demands and production planning reasons. Number of similar complaints identified: (B)(4) (including initiating complaint). Sales data is showing (B)(4) sold from 2017 to 2020. Biomet continues to maintain residual stock of the m2a magnum system, which is manufactured by biomet UK ltd and by biomet orthopedics llc. Up to incl. September 2014, and the recap resurfacing head, which is manufactured by biomet UK ltd, at its european distribution centre in the netherlands until it is fully consumed. This stock is maintained, because biomet is contractually obliged to maintain stock of these mom devices to comply with on-going tender commitments. Potential risks associated with mom devices are widely reported in literature and are generally understood and acknowledged by the orthopaedic community. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Associated package insert lists under possible adverse effects the following: improper selection, placement, positioning and fixation of the implant components, may result in unusual stress conditions which may lead to subsequent reduction in service life of the implants. Malalignment of the implants or inaccurate implantation can lead to excessive wear and/or failure of the implants or procedure. Inadequate removal of surgical debris prior to closure of the wound can lead to excessive wear. Improper preoperative or intraoperative handling of the implants causing damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture and/or excessive wear. If further information regarding the root cause of the reported event is provided, risk should be re-assessed.

Event description:
It was reported that a patient underwent an initial hip arthroplasty on (B)(6) 2011. Subsequently, since 2018 the patient has been experiencing pain which resulted in the recap cup being removed and revised to stand hip implants on (B)(6) 2020. The femoral component was found to be well fixed, whereas the cup was very loose. There was significant synovitis and metallosis in the joint. In the acetabular cavity, 4-5 cystic areas were found.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Medical product: 157252, catalog #: recap femoral head, lot #: 2113706. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The product has been discarded.

Event description:
It was reported that a patient underwent an initial hip arthroplasty on (B)(6) 2011. Subsequently, since 2018 the patient has been experiencing pain which resulted in the recap cup being removed and revised to stand hip implants on (B)(6) 2020.